Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the device failed co2 calibration attempts. There was no patient involvement.